Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that the the dilator would not advance through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small at all. The sheath was inspected, and it was noticed that the hemostatic valve has been "pushed forward" inside the sheath. The sheath was replaced, and the issue was resolved. The procedure was continued without further issues. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Device evaluation details: device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no non-conformance was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/11/2020, the product investigation was completed as the complaint device was not returned. It was reported that the dilator would not advance through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small at all. The sheath was inspected, and it was noticed that the hemostatic valve has been "pushed forward" inside the sheath. The sheath was replaced, and the issue was resolved. The procedure was continued without further issues. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the dilator would not advance through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small at all. The sheath was inspected, and it was noticed that the hemostatic valve has been "pushed forward" inside the sheath. The sheath was replaced, and the issue was resolved. The procedure was continued without further issues. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.